Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual: received 1 all silicone foley catheter. Lot number of returned sample varies from lot number in original reported event. Using in house syringe attempted to inflate catheter balloon with 10ml of mbs. Upon inflation, solution started to leak into drainage funnel causing lumen to lumen leak. This does not meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the foley catheter the balloon deflation problem occurred. Per investigator's notification received on 27aug2025, it was reported that deflation due to trauma was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the foley catheter the balloon deflation problem occurred. Per investigator's notification received on 27aug2025, it was reported that deflation due to trauma was found during sample evaluation.